Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio beep anomaly. The blood glucose was 170 mg/dl. It was reported that audio test was failed. The customer reported that his pump had no audio for a long period of time and then last week when he changed the battery. Customer reported that the notification light was blinking. The device will be returned for the analysis.